Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral tavr procedure, following deployment of the 26mm sapien valve, the valve embolized into the ventricle. Per report, the valve had been positioned 60:40 aortic/ventricular and deployed with a final position of 50:50. The patient was subsequently converted to open surgery. The patient was extubated and was noted to be in stable condition. Additional information provided indicated that as of pod5 the patient remained stable. The native aortic annular diameter was 22mm by tte; CT measurements were 2.21x2.64 with an area of 491mm2. The aortic valve was moderately calcified, the patient had moderate-severe leaflet calcification and the aortic root had no calcification. The ejection fraction was 55-60%, the sinotubular junction (stj) measured 30mm, and the sinus of valsalva (sov) measured 35mm. Additionally, both the image intensifier angle and the coaxial alignment of the valve and delivery system were described as good, ventilation was held and there was no loss of pacing capture during deployment.

Manufacturer narrative:
Multiple attempts to obtain the complete procedural images have been unsuccessful. Cell phone video of the deployment shot was provided, along with a still image of the embolized valve; however, there was very little information to determine potential contributing factors. Per the instructions for use (IFU), device embolization is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause for the valve embolization cannot be determined. It is possible that some yet unknown procedural factor may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.